Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the connectors were in need of repair, both output connectors were broken. It was additionally noted that the hanger was broken, the keypad window was scratched, the main label was damaged and that both wires on the liquid crystal display were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator were in need of repair. It was also requested that a test and calibration procedure be completed. The generator was returned for service. No patient complications have been reported as a result of this event.